Manufacturer narrative:
Neither the product nor the data logs were returned for investigation. Therefore, the cause of the optical placement signal issue was not determined. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Neither the product nor the data logs were returned for investigation. Therefore, the cause of the suction and of the optical placement signal issue was not determined. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 68-year-old female undergoing cardiac surgery was implanted with an impella 5.5 device for mechanical circulatory support. The complainant reported an unreliable placement signal during support. There was no adverse impact to the patient because of this.